Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was moved to the right side with a new right ventricular lead since the patient will be treated for growth on the left chest. The right ventricular lead was capped due to high and out of range impedance, but the physician elected to explant and replace the device which was also noted to have serous fluid inside the pocket. The chronic atrial lead still functioned, so a long lead extender was used to connect it with the new device on the right side. The procedure went well and the patient was discharged the following day after post-op check.